Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. Unable to verify motor error alarms due to a33 alarms. The motor was tested outside of the device and passed. The insulin pump passed displacement test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the battery cap is loose. The customer will be sent a replacement pump.